Event description:
It was reported via legal documentation that a patient had an initial left total hip implant on (B)(6) 2017, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants - product information: 4754449 162-00-04 - neck preserving stem, std offset plasma sz 4; 5068965 170-36-00 - biolox delta femoral head 36mm od, +0mm; 5002615 186-01-56 - integrip cc, cluster 56mm, g3 pending investigation. There is no other information available.

Manufacturer narrative:
H3: no devices were returned for evaluation and no radiographs, images, operative notes, or patient medical history information were provided for review. It is possible this event is associated with polyethylene wear for which a number of variables including use error, implant positioning, implant selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) can be contributors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh (subject of the associated fsca 18832/21) could also contribute to wear. The most likely cause for the reported prosthesis wear is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
H6: corrected health effect - clinical code and health effect - impact code. Manufacturer narrative updated: the most likely cause for the reported prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.